Event description:
It was reported that a homechoice device experienced a high drain 105 alarm. This occurred while the patient was connected for peritoneal dialysis therapy. This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume. This event meets increased intraperitoneal volume (iipv) criteria. The reporter stated that the patient had drained 5000ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported event. A short simulated therapy, instrument testing, pressure testing and electrical testing were completed with no issues noted. Review of the event log identified that the patient drained 5447ml in cycle five. This confirmed the reported event. The cause of the iipv event was determined to be one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.